Event description:
During a coiling prcedure of a wide neck aneurysm in the internal carotid artery, the physician tried to use a neuroform2 microdelivery stent system and failed because its delievery system broke while ascending to the lesion. The physician used a new neuroform2 microdelivery stent system and finished the coiling procedure without complication.

Manufacturer narrative:
Device has not yet been retured to the manufacturer for technical analysis.